Event description:
It was reported that prior to procedure, after some power cycles, the system shuts down by itself with no error messages. After the third attempt, the device did not power on. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital.